Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately one (1) year and one (1) month after placement due to the patient being a smoker. This MDR is the fourth of five (5) reports.